Event description:
It was reported that the right atrial (ra) lead thresholds had risen to a high range over time and non-capture was observed in addition to undersensing and non-sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.